Event description:
During assistance with a system error (se) 2240 on the home choice (hc), during use, during last fill; the home patient revealed that the care giver had accidently disconnected the heater bag before therapy was completed. The baxter technical service representative (tsr) assisted with the trouble shooting. Therapy was ended. During a follow-up with the care giver (cg) regarding the reported problem, they stated the patient just ended therapy for the night since they were in their last fill. They have not talked to their nurse yet, but will contact them shortly. The cg stated the home patient (hp) has been continuing therapy fine. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint was for a system error 2240 alarm during fill was confirmed as a use error based on information provided by the home patient (hp) and care giver (cg). It was reported that the cg disconnected the heater bag during the last fill as cg thought the hp was done. The lot number is unknown therefore a batch review was not performed. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.